Event description:
According to the reporter, during a laparoscopic proctectomy, at the time of rectal resection, the tissue failed to completely cut off in the first firing, and an additional firing of reload was attempted. After the cleaning, the nurse installed the cartridge, checking of the cartridge opening/closing was completed, and all status were visually identified as green. However, when tried to clamp the tissue and fire, the green button did not illuminate. The surgeon knew that the green button would not illuminate unless the cartridge was completely closed, so they repeatedly clamped the tissue, but it was still the same. To resolve the issue, new reload and handle were taken out, and the surgery was completed. There was no patient injury. In order to verify the problem of the device, after the surgery, the surgeon and the nurse used the reload again with the handle, shell and adapter in an unsterilized condition, and tested the firing with a thin cover. Then, the green button did not illuminate even with a thin cover. After clamping several times, the green button finally illuminated at the third time and the firing was able to be performed. The reload was then collected.

Manufacturer narrative:
Concomitant medical products: sigphandle - sig power sigphandle handle, lot# n1k0515y. Sigpshell - sig power sigpshell control shell, lot# unknown. Sigadaptstnd - sig power sigadaptstnd linear adapter, lot# c20abj0007. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted the reload was fully fired and the interlock was engaged. The jaw of the reload was open. Functionally, the reload was loaded into a representative handle. The interlock was overridden and the reload was applied to test media. Test media was transected. The reload interlock was tested and found to function properly. It was reported that the knife advances but did not fully cut through the tissue. The reported issue could not be confirmed. The most likely cause could not be established from the information available. This issue may occur due to over flexure of the reload while attached to the instrument. The evaluation detected an unreported condition: there was damage to the instrument's adapter lugs. Evidence was observed indicating that the device was applied on over indicated tissue. Visual inspection noted a scratch on the single use loading unit (sulu) lug. Some staple pushers were pushed back to the cartridge, and the clamping mechanism was deformed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Ensure that the black return knob on the instrument is pulled back completely and the articulation lever is neutral (0° relative) to the instrument. Cycle the instrument to confirm proper loading of the reload. To do so, squeeze the handle once to close the jaws of the reload. Push the black loop handle all of the way forward or pull back on the black return knob and confirm that the reload jaws open fully. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.